Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) had worked on the main half-height drawer 2.2, which had failed to stay closed. The fse found that the plunger and spring were broken and the left mount was loose. The fse also found a cubie c6 fault and returned it to the pharmacy. The fse logged into the hardware test application app and ran a final test on the main half-height smart drawer 2.2. The final test passed successfully. The system functioned as intended after the field service engineer repaired the device.